Event description:
It was reported that an ilet user experienced a blood glucose of 203 mg/dl shortly after dinner, and data review showed the user did not perform a meal announcement. The agent advised that the device¿s correction algorithm should bring glucose back into range. Symptoms included hyperglycemia. Outcomes included no alarms, no alerts, no hospitalization, and no further intervention requested. Investigation included review of synced device reports and user education on meal announcements. Investigation of this case revealed no device malfunction and identified user missed meal announcement as the cause of the elevated glucose, with the device functioning as designed to deliver corrective dosing. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.